Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. Information available indicated that the device was confirmed to be in good condition prior to use. Therefore, based on the information currently available the exact cause for the reported issue cannot be determined.

Event description:
It was reported that after multiple repositions of the coil, the subject device was prematurely detached inside the microcatheter during re-sheathing. The coil was removed from the patient with the microcatheter as one unit. The devices were exchanged and procedure successfully completed without any consequences due to the reported event.

Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that after multiple repositions of the coil, the subject device was prematurely detached inside the microcatheter during re-sheathing. The coil was removed from the patient with the microcatheter as one unit. The devices were exchanged and procedure successfully completed without any consequences due to the reported event.